Manufacturer narrative:
Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for any alleged detachment of filter components. Based upon the available information, the definitive root cause is unknown. Labeling review: snf: labeling does not mitigate risk per iso 14971. Rnf: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. G2/g2 express/g2x/ eclipse/ meridian/denali: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, during a retrieval procedure, the filter was discovered to have allegedly malfunctioned and disintegrated. The filter was successfully retrieved. The current status of the patient was not provided.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, during a retrieval procedure, the filter was discovered to have allegedly malfunctioned and disintegrated. The filter was successfully retrieved. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and blood clots in lungs. At some time post filter deployment, it was alleged that the filter perforated. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years post deployment, the patient was presented for filter retrieval, venogram demonstrated that multiple tines were perforating the ivc wall. Then the filter was retrieved after an unsuccessful attempt. Therefore, the investigation is confirmed for the perforation of the ivc wall and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.